Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +01.50/+6.0/079 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. It has been reported the patient is now seeing a different physician. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the patient had femtolasik for residual refraction on (B)(6) 2023. The patient is now doing well with 20/20 vision. H6: health impact - additional surgery: 4625 - femtolasik. Claim # (B)(4).